Event description:
It was further reported that two hygiene microbiological tests were conducted at the facility.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The customer provided response to the questionnaire regarding reprocessing of the subject device. There was no suspected patient infection. There have been no deviations or deficiencies or concerns in reprocessing. Precleaning was performed immediately after patient procedure. Water was aspirated through an instrument/suction channel with a suction pump. The air/water channel was flushed with air and water by using mh-498. Pre-soaking was performed. The device passed the leak test. The following points were brushed: instrument/suction channel, suction cylinder and instrument channel port. There were no defects in the automated reprocessor. All channels were connected with tubes when the endoscope was setting up into the reprocessor. The concentration and expiration date of the disinfectant was controlled. The water quality of the rinse water was controlled; the hospital regularly cultured the final rinse water. The device was dried using dry process of automated reprocessor. The endoscope was stored in the drying cabinet. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Manufacturer narrative:
Three good faith efforts were made to obtain information from customer regarding cds (cleaning, disinfection and sterilization) and hygiene microbiological investigation (hmi) results, but no response received. The device was returned to olympus. Device evaluation anticipated; but not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unexpected contamination. Bacterial growth was found in the biopsy channel even after reprocessing in endothermo disinfector. The customer requested a change of biopsy channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.